Event description:
It was reported that during a pulse field ablation (pfa) procedure the patient experienced a st elevation and hypotension. During a procedure where a farawave ablation catheter was selected for use, a blood pressure of the patient dropped and st elevation was observed on ECG lead ii and v5 signals, both on the carto system and the recording system. Contrast dye was administered to the patients coronary arteries on both the left and right sides. No abnormalities were detected on the xray imaging. Epinephrine was administered, and the patient was stabilized. The procedure was completed without further complications. Its unknown if the device will return for laboratory analysis.

Manufacturer narrative:
Detailed product information was not provided when the event was reported to bsc through the FDA medwatch program. We are unable to request further information due to the anonymous nature of the initial reporter, and thus we are unable to provide the unique identifier (UDI) and other specific product, patient, or incident information.